Event description:
Contact in germany reported that a portion of the ceramic tip of the mitek vapr hook electrode broke off during use. The fragment was removed from the body at the time of the event and no pt injury occurred as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.